Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family member reported that the implantable pulse generator (ipg) had a "direct defect". The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen for follow-up with the physician, who reported that the patient was positive for hypertension, was very flustered and anxious, likely due to the elevated heart rate, dizziness and lightheadedness. The physician confirmed that the device was functioning correctly.